Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer able to take a charge. It was believed that the ipg was damaged during a non device related medical procedure involving an electromagnet. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned.